Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/16/2021. H# evaluation: complaint sample was received. After opening the complaint sample primary pack, it was observed that there was a small piece of drain of length 300mm only. The actual length of drain is 1200mm. The piece of drain was checked visually but not hole was found. Complete drain was not found to investigate the sample. Evaluation of retain sample was not done as the lot number is not specified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Additional information was requested and was obtained. Attempts to obtain the returned sample have been made. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number? No further information is available. Was leakage detected? No further information is available. Was another drain needed to correct the situation? No further information is available. If yes, was the new drain placed surgically during a second procedure? Device return status we regularly contact with sales rep about the device returning. No further information will be provided. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown surgery on an unknown date a drain was used. During the procedure, it was found that there had been a hole on the drain. Further details are not provided. There were no adverse consequences to the patient.